Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent three spinal fusion surgeries using rhbmp-2/acs and peek cage on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2011 respectively. Patient developed unspecified injuries post operatively. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near where the implant site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the surgeon performed a c2-c7 laminoplasty, a c2-c7 foraminotomy, and he inserted laminoplasty plates at c3-c7 in the patient. During the surgery, the laminoplasty plates were used to secure two screws on the facet and two screws on the lamina. Rhbmp-2/acs was used in the patient during this surgery. Following this second surgery, the patient still continued to experience pain, including severe low back pain, which radiated down to her buttocks and reduced flexibility. In (B)(6) of 2010, the surgeon ordered new MRI's for the patient and diagnosed her with severe, advanced l4-l5 arthrosis and recommended that she undergo a third surgery, an l4-l5 facet fusion.